Manufacturer narrative:
Report late due to transition from vmsr program. This report was initially reported to the FDA through vmsr report # 1416980-2020-00128. The device was manufactured between 26mar2019 and 29mar2019. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed that the bladder of the device had ruptured, leading to a leak. The reported condition was verified. The cause of the ruptured bladder could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume infusor leaked from the bladder after filling. There was no patient involvement. No additional information is available.